Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2409 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a touchscreen test, a valve actuation test, a force gauge test, a safety clamp test, and a system air leak test. Additionally, a post-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a pressure leak alarm on the liberty select cycler during step 2 of setup. The alarm had occurred multiple times during three different set-up attempts. The patient was not connected during the incident and pressed ok several times, but the warning reoccurred. The patient rebooted the cycler and resumed the treatment, but the warning reoccurred. The cycler has been re-setup with new supplies. A fluid leak occurred while troubleshooting the pressure leak alarm. Additionally, the cycler was on when trying to insert the cassette. The cycler was not in step 1 of setup and the occlusion bar was protruding out. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler on the reported day. The patient received the replacement cycler the following day and the old cycler has been returned as scheduled. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.